Manufacturer narrative:
(B)(4).

Event description:
The flow rate of the pump was not constant; it was unk how long this had been occurring. The device system was used to deliver morphine at 13.42 mg/day. The pump was replaced. There was reported to be no pt injury.